Event description:
Noise seen on atrial and far field signals. Recommended further in person testing and discussion with physician on next steps. Device remains implanted. No adverse patient events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.